Event description:
It was reported that there was low battery life, and the device "only made it over 4 years." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Review of this data found the device recorded eri (elective replacement indicator) on (B) (6) 2009, approximately 36 months after implant.